Event description:
It was reported that t:slim x2 pump battery would not charge, with power source alert and visible damage to charging port, and charging connection remained unrecognized even after being plugged into working outlet for extended period. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump.